Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a customer's mobile power unit (mpu) had a blinking yellow wrench alarm.

Manufacturer narrative:
Corrected data: section e3: corrected occupation. Manufacturer's investigation conclusion: the reported event of blinking yellow wrench alarm was confirmed via evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the service depot on 28apr2025. The unit was connected ac power, and a yellow wrench alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01jul2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025.